Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, esa-5190, was being used during a cataract procedure on (B)(6) 2021 when "2 tips broke off during use." Upon further assessment, it was discovered this occurred in 2 different surgeries. Another complaint was opened to capture the second event. The tip was retrieved from the surgical site. There was no delay and the procedure was completed with an alternate same device. There was no report of patient/user impact or injury. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of two (2) complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of two complaints, regarding three devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: if any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury. This issue will continue to be monitored through the complaint system to assure patient safety.